Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The tool hex sst 1.25mm 22mm (hxl1.25) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional images of the products. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the hxl1.25 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the driver tip broke. The reported complaint could not be verified with the information provided. The product was not returned for investigation. If the product is received, a supplemental report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Item will not be returned to manufacture.

Event description:
It was reported that the hxl1.25 driver fractured.